Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7105177, UDI: (B)(4).

Event description:
It was reported that after a revision procedure wherein leads were added (MFR report number 3006630150-2025-05222), the patient experienced a postoperative pain. The physician opted to explant the leads and were discarded per hospital policy. The patient was doing well postoperatively.